Event description:
It was reported that the pump was at elective replacement indicator (eri) and removed prophylactically to avoid in-vivo battery depletion. The pump was replaced. It was indicated that there was no patient injury. The outcome of the patient was reported as recovered without sequela. The drug delivered via pump was dilaudid.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, lot # l82263, implanted: (B)(6) 2000, product type catheter. (B)(4). Analysis of the pump found high current drain of the hybrid and a d487 ic anomaly. It was noted after approximately 3 years the pump reached the elective replacement indicator (eri) trip point voltage of 2.79 volts. In the lab, the end of service (eos) was due to battery voltage (2.60) that occurred after 3 years 9 months. Review of battery history logs confirmed battery voltages had steady decline. Battery testing and results showed a passing resistance of 73 ohms. Full destructive analysis was performed and nothing significant was seen. Static current drain testing showed excessive current drain of 39 ua while in eos state. This reading held for approximately 10 minutes until test was terminated. Because depleted battery had a voltage below eos trip point (2.60 volts) pump could not be set to implant state to perform maximum current drain. After disconnection of the battery and connection to an alternative power source so pump could be programmed to implant state for maximum current drain test-pump stopped current drain measured an in spec 4 ua and an in spec maximum current drain of 670 ua. It was determined that a hybrid anomaly must be responsible for the early decline in battery voltage and was sent out for additional analysis. Further analysis revealed that the hybrid determined the cause for the reported (eri) was due to an anomaly in the ram area of the d487 ic. This anomaly caused high current drain in the hybrid that eventually depleted the battery voltage to the eri threshold level. The anomaly was not identified.